Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer¿s mother reported her daughter had the string pull out of a tampon upon removal leaving the tampon inside. Her daughter was unable to manually remove the tampon and had to seek medical attention to remove the tampon.